Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was elevated; however, a level value was not provided. A possible cause for the past occlusions could not be determined. The customer declined to remove the current infusion set site to check for damage as the past infusion sets were not compromised. The customer reported to have been using novolog in the cartridge for a week at a time. The customer also reported to a tandem clinical diabetes specialist (cds) on (B)(6) 2016 that managing diabetes and the pump had caused a great amount of stress and was a contributor to the customer calling the suicidal hotline. The cds has offered the customer additional infusion set training and troubleshooting. The cds advised the customer to return to the previous insulin therapy in order to reduce stress until the additional training/troubleshooting could be performed.